Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3287 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / he bilateral cornua contain metallic coils, which are embedded in the lumens and appear intact.") In a 43 year-old female patient who had essure inserted (lot no. 872993) for female sterilisation. The patient had a medical history of depression, adenomyosis, shortness of breath, asthma, arthritis, endometrial ablation, parity 4, multi gravida, menometrorrhagia and pelvic pain. The patient had a family history of hypertension, heart disease, unspecified, colon cancer, breast cancer and ovarian cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1120 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic bilateral cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2010 as per mr (B)(6) 2012 discrepancy noted: removal date as per argus (B)(6) 2019 as per mr: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: there is satisfactorily location of micro-inserts seen within the fallopian tubes as discussed. 2. There is no evidence of contrast medium seen distal to micro-inserts in the fallopian tubes and no free spillage of contrast medium seen into the peritoneal cavity bilaterally. [Pathology test] on (B)(6) 2015: he bilateral cornua contain metallic coils, which are embedded in the lumens and appear intact. [Pregnancy test] on (B)(6) 2012: negative. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated, event-"medical device removal updated to device breakage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("medical device removal / he bilateral cornua contain metallic coils, which are embedded in the lumens and appear intact.") In a 43 year-old female patient who had essure inserted (lot no. 872993) for female sterilisation. The patient had a medical history of depression, adenomyosis, shortness of breath, asthma, arthritis, endometrial ablation, parity 4, multi gravida, menometrorrhagia and pelvic pain. The patient had a family history of hypertension, heart disease, unspecified, colon cancer, breast cancer and ovarian cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, 1120 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic salpingectomy laparoscopic bilateral cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per on (B)(6) 2010, as per on (B)(6) 2012. Discrepancy noted: removal date as per on (B)(6) 2019, as per on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: there is satisfactorily location of micro-inserts seen within the fallopian tubes as discussed. 2. There is no evidence of contrast medium seen distal to micro-inserts in the fallopian tubes and no free spillage of contrast medium seen into the peritoneal cavity bilaterally. [Pathology test] on (B)(6) 2015: he bilateral cornua contain metallic coils, which are embedded in the lumens and appear intact. [Pregnancy test] on (B)(6) 2012: negative quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report